Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, mildly calcified and moderately tortuous target lesion was located in the superficial femoral artery (sfa). A 4.0mm x 20mm sterling balloon was advanced for pre-dilation. The balloon was inflated to 8atm for 30 seconds and noted to rupture on the first inflation. The procedure was completed was a non-bsc device. No patient complications were reported and the patient status is good.